Manufacturer narrative:
Method: medical review. Results: per medical review - acute glaucoma after icl implantation may be due to: remaining viscoelastic in the posterior chamber, non-patent/functioning iridectomies (in the v4 and v4b models), oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, blockage of the port (in the v4c model), irido-ciclitis, etc. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, etc). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusion: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated a patient had an icl implantable collamer lens implanted. The patient developed acute glaucoma and lost most of her vision in one eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.